Manufacturer narrative:
Date of event was approximated as event date was not reported.

Event description:
It was reported that the burr was stuck on the wire via social media. A rotablator burr and wire were selected for an athrectomy procedure in a totally occluded lesion. During the procedure, when passing through the stent, the wire became stuck in the burr. Almost everything was lost. While calm, they were able to finish the case. There were no patient complications noted.